Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump no sound/no audible alarm. The customer tried to increase/decrease the volume and still no sound. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿the enteral feeding pump has no sound/no audible alarm. The customer tried to increase/decrease the volume and still no sound.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.